Manufacturer narrative:
Continuation of d10: product ID b3400060m serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6)2025 product type extension product ID b3400060 serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 20-nov-2026, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 20-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a protruding battery, attributed to the patient's small size. The issue was addressed through surgical intervention, during which the surgeon removed the battery and extension wires. This action resolved the issue at the time of the report.

Manufacturer narrative:
H10: review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a protruding battery, attributed to the patient's small size. The issue was addressed through surgical intervention, during which the surgeon removed the battery and extension wires. This action resolved the issue at the time of the report.